Event description:
"Surgeon noticed what appeared to be a piece of the seal/septum in the pt's abdomen while performing a laparoscopy. The specimen was photographed and retrieved without incident to the pt. Photo is being sent in also. (B)(6) notified the rep on 11/10. I left the product so it could be decontaminated and will retrieve it 11/11. We looked at the seal in (B)(6) office and there didn't appear to be any damage to the septum. There was no obvious damage to the double duck-bill seal. It appears the specimen could be a piece of the septum inadvertently left in the seal during mfg. Qa can confirm when returned."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a final report will be issued.